Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 30mg/ml at 7 .455mcg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 it was reported that the patient was having a pump replacement due to normal eri (elective replacement indicator) and the physician put a new pump connector on the catheter. The reporter was using the new cp (clinician programmer) and had programmed (not updated) the previous values into the cp (clinician programmer) and when the physician replaced the pump connector she had to change the catheter values. Per the reporter the catheter was aspirated, and they planned to do a full system prime. The reporter programmed the full system prime and answered the set-up questions. The reporter stated the pump was then updated. The reporter then checked the session long report and there was no priming bolus seen on this report. Additional information was received later the same day from the company representative who reported that she had the pump 2 hours post completion of the replacement surgery. At that time the reservoir volume was still at the initial programmed volume of 15ml and no prime is infusing. Options were discussed regarding the prime. The software version being used at the time of the event was ¿(B)(4)¿. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.